Manufacturer narrative:
Plant investigation: the device was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. During internal inspection of the cycler, there was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter were detached from the cycler and will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. There were no deviations or non-conformance during the manufacturing process. The cycler passed the mushroom head check and tested positive for glucose. An investigation of the device manufacturing records was conducted by the manufacturer. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported she was training the patient and during drain 2 it was not draining no alarm and when she went to cancel and remove the cassette fluid leaked all in the cycler. Additional follow-up confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s home currently did not have electricity, and the patient brought her cycler to the clinic to perform treatment. Per pdrn the fluid leak occurred while the patient was dialyzing in clinic. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment. Per pdrn the patient continued to use continuous ambulatory peritoneal dialysis (capd) therapy without further issue until the patient¿s electricity was restored.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported she was training the patient and during drain 2 it was not draining no alarm and when she went to cancel and remove the cassette fluid leaked all in the cycler. Additional follow-up confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s home currently did not have electricity, and the patient brought her cycler to the clinic to perform treatment. Per pdrn the fluid leak occurred while the patient was dialyzing in clinic. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment. Per pdrn the patient continued to use continuous ambulatory peritoneal dialysis (capd) therapy without further issue until the patient¿s electricity was restored.